Event description:
Immediate symptoms: severe anxiety, severe insomnia (haven't slept straight through the night since implantation 3 months ago); heart palpitation and night anxiety, depression (severe), sudden stomach pains and food intolerance developed within the last 2-3 months; unexplained rashes, unexplained severe itching on skin (legs and arms), constant cold feet even in 72 degrees, blurry vision; double vision constant fatigue, excruciating pressure on chest and constant burning sensation especially at night; joint problems (severe in right shoulder next to questionable implant including grinding sensation at collar bone), right implant feels like it bulging out and is often painful; nipple turning upward, problems thinking straight, popping sensations behind right implant and on sternum; connective tissue problems possible, constant burning sensation in chest area even when anxiety is not present; abnormal hair loss, un-triggered panic attacks, painful muscle spasms in right calf and right shoulder. Joint issues have progressed since appt to include right then left knee, and left shoulder is beginning to go bad as well. FDA safety report ID# (B)(4).